Event description:
The facility reported that the dual eye shield was too loose, causing the lasik caps to be displaced in four cases; additional surgery required. Additional info has been requested. This pt is being reported under MFR. Report # 1610287-2007-00003. The other pts are being reported under MFR. Report #'s 1610287-2007-00002, 1610287-2007- 00004, 1610287-2007- 00005.

Manufacturer narrative:
Product was not available for evaluation. The supplier of the eye protection shields has been notified of these events. Unable to determine root cause from this investigation.